Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot#: 17805615, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the midline incision site. The leads had eroded through the skin. There was an actual opening of the skin, and so it had caught an infection from exposure. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.